Event description:
Spontaneous call from patient. Patient reporting issue with pump serial number (B)(4). She stated at 4 am this morning pump was beeping with alarm no disposable, damp tubing. She had tried the cassette on her back up pump with the same error. Patient had another cassette available and once replaced cassette pump started working. She did state she tried to let the faulty cassette sit for a while then put it back on the pump, but it started to beep the same alarm at 6 am. The lot numbers are not available as the patient had thrown away the box. Patient states this is the 4th time she has had this issue." Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? No did we [MFR] replace device? Yes -see notes on next. Describe in detail any and all damage to the cassette: none. Has this incident happened within the past 6 months? (Offer nursing evaluation) yes, f/u email sent to nurse. Has this pt reported a pump malfunction within the past 6 months? Unk. Did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.